Event description:
It was reported that the receptacle part of the 9600emi sys c-arm is loose. It was noted that this is where the workstation interconnect cable attaches to the c-arm (lemo connector). There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Tightened the lemo connector. The sys was tested and found to be working as intended and placed back into svc.